Event description:
It was reported that a spectrum infusion pump alarmed constant downstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant ds occ' was not reproduced. The pump was sent for downstream occlusion test and the test failed. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The downstream tubing guide will be replaced and the force sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.